Event description:
I have been using my CPAP every night since fall of 2020. I have had constant headaches, dizziness, asthma, trouble breathing, nausea, depression, eye irritation, and a fairly constant cough. I noticed sometime in (B)(6) that my airway hose had black stuff in it, I assumed I had made a mistake and through the hose away, but kept using the CPAP cleaning more regularly. The eye irritation happens often when I wake up, but is relieved half hour after I get out of bed. FDA safety report ID# (B)(4).